Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Health professional reported right side device removal due to rupture. Manufacturer of the device is unknown.